Event description:
It was reported via repair work order that the scale was allegedly not working correctly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the scale was inaccurate due to a faulty load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaulation results.